Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of leakage with three infusion sets as the infusion set patch leaked three times in a single day. One set leaked after being used for 4.5 hours and the other two sets leaked immediately. Patient's blood glucose level noticed at the time of event was 199 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.